Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in the ck1 and ck4 with juvéderm® voluma¿ with lidocaine. The next day, patient experienced "swelling, pain, hardness, thick and hard mass palpation in ck1 and ck4 regions." Patient was treated with antihistamines and corticosteroids (medrol/ metilprednisolon, telfast/ fexofenadine). The event is 70-80% resolution of symptoms with some swelling underneath right eye.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6., h.8.

Event description:
Additional information reported symptoms resolved four days after date of onset.